Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user reports she has used the product off and on for fourteen years. Skin care routine includes use of (B)(6) adhesive remover and (B)(6) soap; (B)(6) powder and 3m no stink barrier. Customer intake center certified wound, ostomy, continence nurse recommended to discontinue use of sur-fit natura flexible wafer and to try the solid durahesive and stomahesive wafer. Customer reports she will call to schedule an evaluation with her wound, ostomy, continence nurse. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.

Event description:
End user reports intact brown warts on the peristomal skin for the past two years. Approximately six months ago she began to cut off the tape collar and the warts have persisted and are now presently under the outer aspect of the wafer.